Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during use, during dwell 2 of 4; the patient was not connected. The hp stated that they disconnected from the patient line without using aseptic procedure. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.